Event description:
Lap colostomy takedown. Cs29 dlu calibrated, closed and fired normal. However, tear was detected via air check proximal to the staple line. Surgeon stated that the cause of the tear was unk. Tear was hand sewn to complete the case.